Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. It was not specified whether or not the patient followed the proper post-op procedures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-nov-2025 it was reported by the arthrex clinical research team via email that while reviewing a clinical study, a patient status post right medial unicompartmental knee arthroplasty utilizing the inbalance uka on (B)(6) 2019 has localized pain over the medial compartment/medial joint line and is tender to palpation. It appears that the uka may be loose. It was determined the patient has right knee osteoarthritis progression with recent exacerbation, and a bone scan was consistent with progression of tricompartmental arthritis. Revision for a failed uka was performed on (B)(6) 2023.